Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a colectomy procedure, while applying the device to the colon tissue, the surgeon closed and fired the stapler. Without pressing the black button, the stapler opened. The surgeon cut away the staple line and fired a new load on the same handle. A component disengaged from the device. It did not disengage into the patient cavity. There was unanticipated tissue loss from the initial staple line that was cut away (approximately 5mm x 60mm).